Event description:
It was reported that during a right hip tfn procedure, the surgeon went to use the surelock aiming arm and it would not lock down. Surgeon did not select another aiming arm, but rather drilled free hand. There were no problems drilling freehand and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed that the returned adjusting screw and movable guiding were received blocked. The adjusting screw got blocked on the movable guiding block due to inadequate use. The movable guiding block was in a misaligned position while the adjusting screw was screwed down. This complaint is deemed invalid from a manufacturing standpoint. Product development event evaluation revealed that the returned device did not have any unusual signs of wear. The threaded bolt at the pivot point of the aiming arm was assembled incorrectly. The aiming arm was disassembled from its original state and re-assembled incorrectly after manufacturing by the user, central processing, other hospital/or staff, or the sales consultant. Specifically, the threaded bolt at the pivot point of the aiming arm was assembled incorrectly. During the evaluation, the threaded bolt was removed and re-assembled in the proper location, at which point the aiming arm functioned normally. The threaded bolt of the aiming arm is not meant to be disassembled for cleaning. Additionally, pictures in the technique guide provide evidence of the appropriate orientation of the threaded bolt. Because the device was disassembled unnecessarily and reassembled incorrectly, this complaint is invalid.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.